Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. As a result of the legal manufacturer's investigation, it is likely that the reason why the image is too bright and it is difficult to identify the tissue is that the automatic dimming is not functioning. Since the same problem did not occur after performing the troubleshooting procedure, it is presumed that the cause was not the equipment failure, but the light source cable was not connected correctly or the light source cable failed. If there is a problem with the light source cable, the dimming control signal cannot be communicated between the video processor and the light source device, and automatic dimming (adjustment of the amount of light emitted from the light source) does not work. It is likely that the brightness could not be adjusted because the automatic dimming did not work. Regarding the cable connection, the instruction manual identifies the following verbiage, which may prevent the phenomenon: "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result". Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The user reported to olympus technical assistance center (tac), another instance of ¿the image was too bright and hard to distinguish the tissue.¿ the user had reported a similar allegation previously (refer to patient identifier (B)(6)). According to the user, the device would be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the image was too bright and hard to distinguish the tissue on an evis exera iii video system center. There were no reports of patient harm associated with this event.